Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "battery contacts" which was observed as two negative and two data pins were found depressed during visual inspection of the device, and affecting device current (dc) power. The reported symptom was found to be caused by an failed back flex and the rear case. The back flex and the rear case were replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "battery contacts". There was no known patient injury or medical intervention associated with this event. No additional information is available.